Event description:
Information received indicates the bed has no electrical ground.

Manufacturer narrative:
The hill-rom technician found the ground prong missing from the ac power cord. The power cord was replaced to repair the bed.